Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID 826638) was returned for evaluation. Device history record (DHR) - the product code 826638 with lot 7449278 (B)(6), conformed to the specifications when released to stock. Failure analysis - the fluid ingress inside connector. No further testing possible. Root cause analysis - based on the failure analysis, the exact issue reported by the customer could be confirmed. It was determined that the stated issue was caused by a fluid ingress inside the connector, due to mishandling.

Event description:
N/a.

Event description:
A physician reported a microsensor (ID (B)(6)) was implanted on an unknown date. One day after implantation, the connecting part of the sensor and cable were contaminated with blood and could not monitor anymore. Therefore, the sensor was removed on an unknown date. Primary disease is subarachnoid hemorrhage. According to information provided, monitor and cable used with the sensor are unknown. It is also unknown if the sensor was replaced.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.